Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix stretched, bent, clogged with blood/tissue and with the steroid plug shifted distally towards the distal tip. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damages.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was found during interrogation via x-ray. The lead was explanted and replaced. The patient was stable.